Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on july 10, 2024. With lot number 3137062. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient report rupture diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device information provided: left serial number#: (B)(6) and right serial number#: (B)(6).

Event description:
Patient report, rupture. Device remains implanted. The affected side is unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 08/08/2024.

Event description:
Patient report right side rupture diagnosed by MRI and later confirmed by the healthcare professional. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient report rupture. Device remains implanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6a, d6b, g2, h6.

Event description:
Patient reported right side rupture. The device has been explanted and replaced.